Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery with intraocular lens implant procedure, it is noticed that foreign body adheres to the iol, possibly residue from the cartridge according to physician. Foreign matter can be rinsed away and sucked off. As per the nurse, the problem occurs for about 3 months in irregular intervals.

Manufacturer narrative:
Three used company cartridges was returned loose in a bag. The used company cartridges were microscopically examined. All three used samples exhibited inadequate viscoelastic. All three returned used company cartridges had damage on the left side of the tips. The three used company cartridges had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on left side of the tips. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Three different lens models were indicated. It is unknown if the lens models were in the specific qualified diopter ranges. A qualified viscoelastic and handpiece were indicated. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridges, the reported foreign material may have been internal coating material from the damaged company cartridge tips. The returned used company cartridges did not appear to have been filled with ophthalmic viscosurgical devices (ovd) per the instructions for use (IFU). The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. It is unknown if the lens models were in the specific qualified diopter ranges. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).